Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported audio issue. The piezo was replaced to correct the issue. Visual inspection found a peeling downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was no audio. Unknown patient involvement. Device evaluation noted a peeling downstream occlusion seal.